Event description:
Incident as reported: lap chole - main surgeon: dr (B)(6) vascular surgeon: dr (B)(6). The re-cap I rec'd from another surgeon and tech in the hospital is that the doctor insufflated the abdomen, the pt was very thin, the doctor did not lift the abdomen at the umbilicus with towel clamps and when she put in the bladed 5mm, she hit the iliac artery and had to get help from another vascular surgeon. Vascular repair by dr (B)(6) of the iliac artery.

Manufacturer narrative:
Product will not be returned for eval. There was no report of malfunction of the device. In the absence of this subject device, it is not possible to determine the cause and failure mode. The mfg records could not be reviewed as no lot number was provided. Applied medical will document the incident and monitor for a trend. This document represents our initial and final report.